Manufacturer narrative:
(B)(4). Batch #: 372a12. An analysis of the product could not be performed since a physical sample was not received for evaluation. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. The lot/batch history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that when attempting to apply the clip it severed vessels, cystic artery and bile duct, instead of just clipping vessels closed. It was also reported the device jaws did not cut vessels and there was no clip in jaws. It was reported surgeon did not inspect device jaws to see if clip was present in jaws before applying to and firing on vessel. Endoloop was used to repair the vessel with a suture used on artery for extra security. Patient received drains and patient was sent home and is recovering.